Event description:
It was reported via repair work order that the transfer would not glide into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged condition was unable to be duplicated by the field technician and no defects were found. It is likely the issue is an intermittent condition caused by debris that may have been freed prior to evaluation.